Event description:
During investigation of a free flow incident involving cardizem, it was discovered there are IV infusion pumps that will run without the safety clamp being utilized. There are also pumps that are programmed to alarm and provide a message to place the safety clamp in the pump. The safety clamp is a feature designed to prevent free flow occurrences. Hosp was unaware this is an optional programmable feature and thought this to be a standard feature. In addition, the biomedical engineering dept was recently advised by baxter that on complete battery depletion, the pump defaults to the original mfg settings. This would require reprogramming of the alarm features for use of the safety clamp. All IV pumps at hosp have been checked by the distributor (uhs) to ensure the pumps are programmed to alarm if the safety clamp is not in place in the pump.